Manufacturer narrative:
A getinge field service engineer (fse) evaluated this unit and found no faults. Fse advised it could have been an operator problem. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that prior to use on a patient the cs300 intra- aortic balloon pump (iabp) had multiple failures. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.